Event description:
It was reported that during implant attempt, a good position for the rv (right ventricular) could not be found. The position was changed several times and the helix was extended and retracted. Following that, the helix was unable to extend and retract smoothly, and the procedure was prolonged. The lead was not used and the physician then implanted a second lead, which was implanted at the apex. During this procedure, the patient's blood pressure fell and cardiac tamponade was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).